Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition.